Event description:
The customer reported that he was having battery issues with the insulin pump. The customer's blood glucose was 114 mg/dl. During troubleshooting, the insulin pump became stuck in a prime rewind loop and insulin was continuing to drip out after the motor would stop. The customer could not exit the preparing to prime loop. The customer was advised to hold down the act button until receiving a second series of beeps or numbers appeared on the screen. Neither of these events occurred. The customer was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.